Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) device in (B)(6) 2024 without any device issues or patient complications. 40 days after the procedure, the aus was activated without any difficulties, and the patient did not experience any issues with manipulating the pump. A few days after activation, the patient experienced urinary leakage with posture/force. Later, the leakage increased in intensity and did not require force. A magnetic resonance imaging (MRI) was performed in (B)(6) 2024 which showed no anatomical changes lesions, no edema, no local inflammatory signs, and the reservoir was full. Over three months post implantation surgery, the patient reported fluid drainage from the scrotum. The physician performed a flexible cystoscopy which revealed sphincter erosion. Physical examination by the physician only revealed changes in the scrotal sac, with no signs of inflammation in the perineum. The patient was afebrile and had no changes in general condition. A revision surgery was performed which revealed a lateral dorsal urethral lesion. The entire aus device was removed, and a posterior urethroplasty corrected the erosion. There was no sign of a local infection. The patient was discharged on the first day following the procedure. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The exact event date was not available, therefore the date 05/01/2024 was used as an estimate, based on the reported onset occurring 40 days after the procedure. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of erosion, recurrent incontinence are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.